Manufacturer narrative:
(B)(4). The device was reported to be available but has not yet been received. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified alarm occurred during use on the home choice (hc). The technical service representative (tsr) arranged the return of the device. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Event description:
It was reported that an unspecified alarm occurred during use on the home choice (hc). Upon follow up, it was determined that the unknown alarm reported was a close all clamps alert which is displayed in conjunction with a reload the set alarm. The technical service representative (tsr) arranged the return of the device. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The homechoice was returned and evaluated. The event history log review verified the reload the set 152 alarm reported. No abnormalities were identified during internal/external inspections. The device passed all electrical testing. Crt pressure testing was performed and the device failed as there was a fluid leak. A simulated therapy was unable to be performed successfully due to the leak. The cause of the reload the set alarm was determined to be a defective membrane gasket. The membrane gasket was replaced to address the issue. Should additional relevant information become available, a supplemental report will be submitted.